Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported right side rupture, exchange from textured to smooth implants due to the patients concerns with the product, and manufacturer of the device was unknown. The device remains implanted.